Event description:
At an unknown time the physician implanted a 9 hole distal plate and acumed non-locking screw. The patient described discomfort at the site where the hardware was implanted. The physician confirmed that the head of the screw reportedly "popped" off and traveled to the patient's joint. During the revision surgery, the physician reported that everything looked intact and the fracture site was healing well. The physician located the screw head and removed it. The body of the screw remains in the patient. Additional screws were implanted through the plate for reinforcement. The physician stated the probable cause could be from the patient's weight-lifting routine that caused a teeter-tottering affect that caused the screw head to pop off.

Manufacturer narrative:
Without a returned product or x-rays, it is impossible to make an analysis. If the doctor could put some extra screws in the plate to reinforce it that implies the initial surgical technique was not followed since you are supposed to fill every hole to stop the teeter tottering effect and slight wiggling that could occur, especially using non locking screws. An early x-ray and a latter one would actually help to determine screw placement and and if all the screw holes were initially used. No definitive conclusion can be made but a non compliant patient and not using every screw hole would contirbute to a screw backing out and breaking.